Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer powered on to an error as it started up without errors. It was noted that the software was slow and deleting of patient data took a very long time. The keyboard was damaged, front latch broken. The stylus was worn, the tip was loose and part not working correctly. The left latch of the rear display cover was broken. The anti-slip layer was ripped off the label of the rf head. No power cable returned with the programmer. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. . If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.